Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information, davol has received to date. The medical records provided were in (B)(6) and we are in the process of translation, when additional information becomes available, a supplement with the updated information will be provided.

Event description:
The event was reported via an insurance company in (B)(6). From the communication provided by the insurance company, it was stated that the patch was implanted in 2004 which was followed by unspecified problems (personal lesions from a ring break) leading to an explant in 2007.